Event description:
The lay user called lifescan (lfs) in 2007 alleging the one touch ultra meter's calcode was missing and her meter was prompting an "other message". The medical affairs specialist mailed a letter on five days later, since the user could not be reached by telephone for further clarification; therefore, this complaint was classified based on the customer care advocate (cca) documentation. The patient reported the meter issue began on a month before, and continued throughout the day. She continued her usual dosage of insulin (novolog 3 times per day and nph 4 times per day). After the reported issue, the patient reported feeling shaky. The patient denied receiving medical attention following use of the meter. The issue was resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported; although the issue was resolved the patient reported having symptoms that can be associated with hypoglycemia after the reported issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.